Event description:
The robotic forceps was placed inside the patient during the procedure, and the end of the forceps broke off into the patient. The one piece was retrieved and the forceps removed. The trocar remained on the forceps and was unable to remove the trocar from the forceps. While attempting to remove the trocar, that was needed for the remainder of the case, two other pieces broke off.